Event description:
It has been reported to philips that system will not boot up fully. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up fully. Review of the log files confirmed the malfunction with the frontal ippc (image processing pc). It was suspected that the power supply to the ippc was faulty. The fse checked the incoming external power to the ippc and found it ok. The fse informed the customer that the ippc needed to be replaced due to a faulty power supply internally. As per fse's suggestion, the customer ordered and replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order.